Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook tulip filter. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "per physician, saw a lady with fracture and extrusion of the tine into the l3 vertebral body and it was a tulip filter." Patient outcome: unknown.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: physician reported that a tulip filter was fractured and extruded into the l3 vertebral body. No information provided regarding patient outcome. The complaint product was not returned for evaluation and no imaging are available. Furthermore, cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. However, there are adequate controls in place to ensure that this type of device is manufactured to specifications. Based on the provided information, it is unknown if jugular or a femoral approach was used for the procedure. Furthermore, it is unknown if any difficulties occurred during the implant procedure which could have led to the reported event. Due to the limited and insufficient information provided, the cause for the reported event cannot be established. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.